Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 301025. Batch #: 4290834. It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. An account manager on behalf of a facility reported stating "xxxxxxxxxxx acct # (B)(4). Reported yesterday that they had a syringe that had a foreign object inside it that appears to be cardboard. The syringe was from pak as18890, lot # 17636c. The case was on monday (B)(6) 2025. The syringe was discarded, and the case completed as normal with no patient impact. Dr xxxxxx. No patient info documented. They have the syringe for return. Please send label." Date of event: 1/20/25. Alcon complaint ID: (B)(4). Vendor material number bd5602. Component part desc syringe,1cc,ls tb. Vendor batch 4290834. Date of receipt at alcon 01/23/2025. Complaint qty 1 ea.

Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter one sample and one photo were provided to our quality team for investigation. Upon evaluation, it was observed that the sample has an unknown brownish particulate within the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign mater in the fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4290834. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 4290834 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.